Event description:
Reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set cannula event on (B)(6) 2025. It was reported that the cannula was coming out of the body. The site of insertion was lower back. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: argentina. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.